Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "low augmentation pressure" alarm was generated and the patient was reported to be hypotensive. The iab catheter circuit was reviewed and found to be intact. Later, another iab pump (iabp) alarm "air leak" was generated and blood leakage was seen in the tubing at the femoral insertion site. Iabp therapy was interrupted to remove the iab and another iab was successfully inserted to continue the therapy.

Manufacturer narrative:
Correction: initial g4 date from: 10/527/2018 to: 10/25/2018 device evaluation: the product was returned with the membrane completely unfolded and blood on the interior of the catheter. The extender and pressure tubing was also returned. A kink was detected 76cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.013cm in length. The reported alarms and leak were most likely triggered by a hole which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. Complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "low augmentation pressure" alarm was generated and the patient was reported to be hypotensive. The iab catheter circuit was reviewed and found to be intact. Later, another iab pump (iabp) alarm "air leak" was generated and blood leakage was seen in the tubing at the femoral insertion site. Iabp therapy was interrupted to remove the iab and another iab was successfully inserted to continue the therapy.

Manufacturer narrative:
Additional information added to: section h6: [from] trend analysis, 4110. Historical data analysis, 4109. Testing of actual/suspected device, 10. [To] trend analysis, 4110. Historical data analysis, 4109. Testing of actual/suspected device, 10. Analysis of production records, 3331. Complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "low augmentation pressure" alarm was generated and the patient was reported to be hypotensive. The iab catheter circuit was reviewed and found to be intact. Later, another iab pump (iabp) alarm "air leak" was generated and blood leakage was seen in the tubing at the femoral insertion site. Iabp therapy was interrupted to remove the iab and another iab was successfully inserted to continue the therapy.